Event description:
A pt reported that one touch ultra meter had a memory issue. Pt was not able to access the memory in the meter. The issue was not resolved. Pt was also alleging that the meter was reading inaccurately high. A reading of 301mg/dl is documented. Pt was comparing the reading to feeling/normal reading. Pt reported no symptoms. Pt was not treated. No further info has been reported.